Event description:
It was reported that an alert was generated for the minute ventilation (mv) sensor disabled by the signal artifact monitor (sam) device diagnostic. Data review identified that one minute before mv sensor was disabled, the sam electrogram and a ventricular event showed noise which was oversensed on the rv lead. It was noted that rate response is not programmed on. Lead assessment with a programmer was recommended if clinically appropriate. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.